Manufacturer narrative:
On 15-jul-2021, the biosense webster inc product analysis lab received the complaint device for evaluation. The product investigation was subsequently completed. It was reported that a 52-year-old female patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, the patient became hypotensive and cardiac tamponade was confirmed with ultrasound. Pericardiocentesis was done to drain 200 cc of fluid from the pericardial space. The patient was reported in stable condition. Prolonged hospitalization was not required. Physician¿s causality opinion was not provided. No bwi product malfunction was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool smarttouch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and 106 error was observed. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the green paired wires to sensor was found. Concluding that is an internal failure of the sensor. Previously, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device 30523802m number, and no internal action related to the complaint was found during the review. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid pericardial effusion. The root cause of the adverse event remains unknown. The conditions found during the product investigation cannot be related to the manufacturing process, it could be related to the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, the patient became hypotensive and cardiac tamponade was confirmed with ultrasound. Pericardiocentesis was done to drain 200 cc of fluid from the pericardial space. The patient was reported in stable condition. Prolonged hospitalization was not required. Physician¿s causality opinion was not provided. No bwi product malfunction was reported. Transseptal puncture was done but no needle was used. No ablation was done prior to the adverse event. The catheter irrigation was set at 2ml/min. Graph, dashboard, vector and visitag were all used as visualization features. The parameters for stability used with the visitag module were 3mm, 3s, fot: 25% over 3s, size, 3mm. Respiratory gating was used as additional filter. Surpoint was used as coloring option. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, this is to be considered serious and MDR-reportable.